Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a patient undergoing percutaneous coronary intervention (pci) for a st-segment elevation myocardial infarction (stemi) and experienced difficulty crossing the lesion. It was reported that after initial predilation, the impella device was in place but could not pass the lesion. Attempts to use the ivl catheter were unsuccessful as the device could not be advanced. The representative reported no resistance was encountered when tracking the catheter over the wire or through the sheath, but the difficulty was observed at the lesion site. The procedure was successfully completed using a percutaneous transluminal coronary angioplasty (ptca) balloon. Despite completing the intended procedure, the patient, who remained hospitalized, later expired. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, there was difficulty advancing the ivl; however, no information was provided suggesting the device contributed to the patient death. Multiple attempts were made to gather additional information related to the event with limited information to date. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Complaint trends will continue to be monitored.